Manufacturer narrative:
The kit lot number was not reported; therefore, no batch record review was performed. Trends were reviewed for complaint category, pressure dome membrane leak and no trends were detected. CAPA's (B)(4) have already been initiated to investigate pressure dome membrane leaks. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. However, the customer maintains that leak occurred because of user error. Refer to global services (B)(4) for late reporting. (B)(4).

Event description:
Customer reported that, after the procedure was complete and the patient was disconnected, she unloaded the pressure domes before the pumps and the pressure in the system displaced the pressure dome membrane and a small amount of blood leaked onto one of the pressure sensors. The membrane was intact before this point; it was only displaced because the nurse did not follow the procedure from the operators manual. No blood came in contact with the patient or any health care providers. Customer realized that it was her mistake that caused the incident and not a flaw with the instrument. The customer was only concerned about how to clean the pressure sensor. Css referred the customer to chapter 7 of the operators manual and talked through instructions on how to clean the pressure sensor. Customer verbalized understanding. No service order was generated. The customer did not return any product for further investigation.